Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the light guide fiber bundle (lcb) broken, the operation channel buckled, the insertion flexible tube (ift) buckled, the angle wire play, the ocular deformed, the bending rubber leak, the insertion flexible tube (ift) leak, the light guide cable leak, the control body dirty, and the lg root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).